Event description:
Reported via social media it was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. Three months post-implant, the patient experienced a stroke which caused blindness. No further information is available at this time.

Manufacturer narrative:
Aware date used as event date is unknown.